Manufacturer narrative:
(B)(4): no device received for analysis at time of submission of 3500awhen additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a robotic sleeve gastrectomy procedure, on the third firing the two rows of staples on the patient side did not form. The surgeon had to over sew the area. The staple reload was green with seam guard. There were no patient consequences.